Event description:
Boston scientific received information that during a routine follow up it was noted that the left ventricular lead was found to be not capturing and when testing the lead out of range pacing impedances and high thresholds were noted. A lead fracture was suspected. The patient was booked for an elective device replacement and at that time it will be decided if the left ventricular lead will be replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that the lead was left insitu.